Event description:
It was reported; an egm was missing from the device. Technical support was contacted additional investigation was recommended. No intervention has been performed at this time.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of missing egm was confirmed. Based on the information provided, it was determined that the af episode did not meet the minimum duration, so the episode and segm were cleared by the firmware on af exit. The af episode alert was incorrectly triggered.